Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary :according to the information received, it was reported that during the surgery of meniscus repair, the sleeve was detached from the needle (as the photo shows). No additional information could be provided. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, the plastic sleeve was found to be unattached from the needle. Also, the implants and suture were not on the needle. The photo provide enough evidence to confirm this complaint. There were no details provided as to when this failure has occurred; therefore, a definite root cause for this failure cannot be determined. The root cause for the reported failure is over penetrating the needle causing the silicon tube to move and damage, or not inserting the needle to the proper depth for deployment. Hands on analysis should provide the evidence necessary to confirm the root cause. Based on the IFU-109282, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Penetrate the tissue to desired depth using needle laser markings. A manufacturing record evaluation was performed for the finished device lot number: 7l23100, and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that during a meniscal repair procedure on (B)(6) 2021, it was observed that the sleeve on the omnispan meniscal repair 27deg device was detached. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.